Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed no activity outside of normal use. The pump was found to be running on a 0.00 unit per hour basal rate on program 3 from (B)(6) 2014. There was no damage found to the battery compartment or battery cap. The battery cap tightly secured to the pump and maintained an electrical connection. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no power loss. There was no power interruptions that occurred during testing. There were no intermittent conditions found to the power circuit. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.